Event description:
Consumer called for assistance with using the truedraw lancing device. At the time of the call the customer was not feeling well; customer did not disclose her symptoms only stated that her blood glucose was very high. Customer stated that she may have to go to the ER. Customer stated that her nurse was there and would try to assist her with the lancing device. No further information was able to be obtained.

Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to customer seeking medical attention. Lancing device was not returned for evaluation. Most likely underlying root cause: mlc-028: there was not enough information to determine the mlurc. Note 1: manufacturer contacted customer in a follow-up call on 08-apr-2024 to ensure that the customer's condition had improved - able to establish contact with customer who stated her symptoms have improved some but that her feet are red and it is due to diabetes. Customer stated that on (B)(6) 2024 she had gone to the hospital and was diagnosed with high blood glucose. Customer had not been able to use the lancing device to test. Customer did not recall her blood glucose test result when at the hospital. Customer was treated with insulin and discharged the same day. Note 2: manufacturer contacted customer in a follow-up call on 09-apr-2024 to ensure that the customer's condition had improved - able to establish contact with customer who stated her feet are still very red and it is because of diabetes. Customer did not want to provide any additional details; customer stated she had to go and disconnected the call. Note 3: manufacturer contacted customer in a follow-up call on 16-apr-2024 to ensure that the customer's condition had improved - able to establish contact with customer who stated her condition improved and she did not currently have any diabetic symptoms. No medical intervention since the last call was reported. Customer stated she had not received the replacement product; replacement lancing device was re-sent to customer.